Event description:
It was reported that a patient died of acute respiratory failure following the completion of a farapoint procedure to treat ventricular tachycardia. A 63-year-old male with past medical history (pmh) of multivessel coronary artery disease status post (s/p) coronary artery bypass grafting (CABG) and percutaneous coronary intervention (pci), heart failure with reduced ejection fraction (hfref) with ischemic cardiomyopathy (left ventricular ejection fraction), recurrent ventricular tachycardia/ventricular fibrillation (vt/vf) status post cardiac resynchronization therapy-defibrillator (crt-d) implantation, asthma-chronic obstructive pulmonary disease (copd), chronic kidney disease (ckd) stage iii, pulmonary embolism (pe), and pulmonary fibrosis of undetermined etiology was admitted on (B)(6) 2026 to the cardiology service to assess candidacy for ventricular tachycardia (vt) ablation. On admission, the patient was also treated for multifocal pneumonia. The patient underwent vt ablation on (B)(6) 2026 using a farapoint catheter and was transferred to the cardiac intensive care unit (cicu) for acute hypoxemic respiratory failure (ahrf) and inability to liberate from mechanical ventilation. The patient was managed for volume overload and subsequently underwent extensive diuresis. Bronchoscopy was performed on (B)(6) 2026 for suspected hemoptysis. Repeat bronchoalveolar lavage (bal) on (B)(6) 2026 yielded growth of stenotrophomonas maltophilia; the remainder of the infectious workup was unremarkable. The patient was treated with dexamethasone from on (B)(6) 2026 for suspected acute respiratory distress syndrome (ards). Overnight on (B)(6) 2026, the patient experienced nonsustained runs of ventricular tachycardia associated with a drop in blood pressure (bp). It was noted that the patient cardiac device was pacing them out of these arrhythmias. The patient was also febrile with an elevated white blood cell count (wbc). Their respiratory status worsened, with a pao2/fio2 (p/f) ratio in the 60s, consistent with severe ards. The patient required fraction of inspired oxygen (fio2) 100 percent and positive end-expiratory pressure (peep) of 5 cm h2o, with associated worsening shock requiring norepinephrine (ne), vasopressin, and stress-dose hydrocortisone. The patient was paralyzed with atracurium and deeply sedated. The medical intensive care unit (micu) assumed care from the cicu team for ards management and refractory hypoxic and hypercapnic respiratory failure. Despite peep optimization, deep sedation, neuromuscular (nm) blockade, and inhaled veletri (epoprostenol), the patient remained severely hypoxic with worsening shock requiring two vasopressor agents. The micu team held a detailed goals of care (goc) discussion with the family at the bedside. They discussed prone positioning, including the risks of cardiac arrest and hemodynamic deterioration, versus continuation of maximal therapy despite refractory hypoxia. The family emphasized that they did not want the patient to suffer and believed the patient would not want to accept the risks associated with a significantly diminished quality of life. Therefore, they elected to transition the patient to do not resuscitate comfort care (dnr-cc) status. The patient died at 2:23 pm on (B)(6) 2026. No autopsy was performed. The cause of death was ards.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.